Manufacturer narrative:
Pump was received with blank display due to broken battery tube wire. Unit had stripped battery cap at coin slot area, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked case at display window corner. Battery cap fits properly into battery tube.

Event description:
It was reported that insulin pump powered up slowly after battery change. Blood glucose was not reported. Battery cap would be replaced.